Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it wasn't working and the patient noted her programmer was showing a warning screen that instructed to call the physician. According to the patient, the implant was not working because she was peeing all the time and its suppose to stop. Some weeks, the patient had flare-ups. The patient checked the programmer batteries, replaced the batteries, and the screen came up that the system was not working properly in the book. During troubleshooting, the patient synced the programmer with the implantable neurostimulator (ins) and encountered the warning power on reset (por) screen, which was the first time the patient saw the message. Also, it was noted that the patient could not handle the stimulation when it's too high. There were no further complications or anticipations reported with this event.